Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging were returned for evaluation, and the complaint was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 3.0 x 23 mm xience prime, part # 1011709-23, lot # 2020641, and serial # (B)(4) was opened to use during the procedure. When the device was removed from the packaging, it was a 3.0 x 33 mm xience prime. The device was not used. Another stent was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.